Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the aortic rupture is likely related to the patient¿s severe native leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the transfemoral tavr procedure, the patient sustained an annular perforation and expired shortly post procedure. A 29mm sapien 3 valve via transfemoral approach under conscious sedation was performed. One cc was removed from the delivery balloon and the valve was successfully deployed in the aortic annulus. A tte was performed post deployment to evaluate for position and paravalvular leak. The valve appeared to be in the appropriate position with trivial leak. No post dilatation was required. The delivery system was removed and the femoral artery used for delivery sheath was closed successfully. The patient maintained an optimal blood pressure throughout the procedure and transport from the room. Last observed blood pressure was 105/50. The patient was removed from the room and approximately one hour post tavr the patient was observed to have low blood pressure. While in the intensive care unit, the patient developed pericardial effusion and a pericardiocentesis was performed; blood was removed showing that the patient was bleeding. The patient was taken back to the operating room to locate the bleeding. The patient's chest was opened and an annulus perforation was confirmed. The patient expired in the intensive care unit from the annulus perforation. The native annulus diameter measured 22mmx30mm and had a valve area of 552mm². The native annulus had mild calcification, severe leaflet calcification and no root calcification.